Event description:
It was reported that the occlusion balloon would not inflate during stent placement. Preparation of the device went fine, and the first stent was placed without any issues. The balloon would not inflate while trying to place a second stent. The wire was removed. It was noticed that the distal coil tip was missing. The tip was found in the y-adapter used in the case.